Event description:
During an ercp procedure, the physician used a cook endoscopy tri-clip endoscopic clipping device to clip a bleed in the stomach. The physician advanced the device through the accessory channel of the endoscope. As the handle spool was advanced forward to close the clip onto the tissue site. The handle spool separated. The clip was successfully closed onto the tissue sites and the device was removed from the endoscope without further incident. Post procedure. The patient's condition was reported as good.